Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00907 and #1828100-2015-00908. The user facility's biomed engineer (biomed) was told that the perfusionist (ccp) was just getting ready to go on pump, the heparin was just put in and she had turned on the sucker pump. After a moment, the ccp glanced down and saw that this pump was stopped and saw the error message. Per the field service rep (fsr) he spoke with the ccp on 02/02/2015. The ccp told the fsr that the message she saw was on the roller pump display. The fsr then confirmed with the ccp that it was not seen by her on the ccm, it was only seen by her on the pump display.

Event description:
It was reported that during pre-cardiopulmonary bypass, the roller pump stopped and there was "service pump" error message (yellow) on the pump display. The device was not changed out, as they restarted the pump by pressing start stop button and finished case with no problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.